Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of valve issues is confirmed and appears to be manufacturing related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed some use residue throughout the sample. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration and no leaks were observed. The sample was dissected and the valve was removed. A microscopic observation revealed no damage on the valve when viewed through the luer connector. However, the valve slits were measured and found to be below specification. As part of reinforcement an awareness communication was provided to manufacture personnel involved in this operation. A lot history review (lhr) of recv3529 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had an air leak. On 12/3/2018- additional information received stated, "PICC placed on (B)(6) 2018. Placed x 1 attempt. No difficulties experienced by person placing line. "A normal insertion". On (B)(6) 2018 in a.m. Received call from charge nurse stating that they were having difficulties drawing labs from the line and after flushing, blood would refill the line. On assessing the line, a "squeaking" sound was heard each time the lumen was flushed. When aspirating, noted bubbles in line. Assumed line or valve was compromised. Line was removed and replaced. No further problems were encountered. No harm to pt. Was noted at this time."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv3529 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had an air leak. On 12/3/2018, additional information received stated, "PICC placed on (B)(6) 2018. Placed x 1 attempt. No difficulties experienced by person placing line. "A normal insertion". (B)(6) 2018 in a.m. Received call from charge nurse stating that they were having difficulties drawing labs from the line and after flushing, blood would refill the line. On assessing the line, a "squeaking" sound was heard each time the lumen was flushed. When aspirating, noted bubbles in line. Assumed line or valve was compromised. Line was removed and replaced. No further problems were encountered. No harm to pt. Was noted at this time."